Event description:
Product analysis for the generator was completed and approved. In the analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Magnet activations performed during output monitoring (at a distance of one-inch, spacer block, from the generator), demonstrate the appropriate magnet output for the programmed settings. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.729 volts shows an ifi=yes condition. The data in the diagaccum consumed memory locations revealed that 100.113% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
The patient underwent generator replacement. The generator was received for product analysis but analysis has not been completed and approved to date. No additional or relevant information has been received to date.

Event description:
Notes were received that state that four visits ago due to severe degree of obstructive sleep apnea that seems to be happening in sync with when his vns fires, the neurologist made a vns adjustment. The vns frequency was decreased from 30 hz to 20 hz in hopes of decreasing his sleep apnea. Two weeks after the vns adjustment the parents reported a significant increase in seizures occurring 6 out of 7 days per week averaging 2-3 per day. The mother felt that the sleep apnea became worse when the hz was decreased and seizures increased. On (B)(6) 2017 he was seen urgently and vns settings were adjusted. The frequency was increased to 25hz and the current decreased to 2.25ma and magnet current to 2.5ma. With the adjustments the seizures improved a little. At his last visit on (B)(6) 2017, the neurologist increased current to 2.5ma and magnet to 2.75ma and increased frequency to 30 to be back to previous settings. Follow-up from the physician indicated that the cause of the sleep apnea cannot be determined. The patient is in a vns/sleep study. No additional or relevant information has been received to date.